Event description:
A physician reported that before cataract surgery an ophthalmic tip was abnormally bent. The surgery was completed after replacing the tip.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened polymer irrigation/aspiration ( I/a ) curved tip in a wrench within a blister was received for the reported issue of tip was abnormally bent. The returned sample was visually inspected and was found to kinked at the bend area. Wear was observed on the threads which is consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the I/a tip became bent cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is handling when placing the tip onto the handpiece. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).